Manufacturer narrative:
The customer contacted the ccc specialist and stated that they had removed the gripper card of the sample manager as it had a faulty contact. The cause of the sample being spilled on the track is unknown. Siemens is investigating the issue.

Event description:
The customer of an advia labcell contacted a siemens customer care center (ccc) specialist. The customer reported that a patient sample was spilled on the track due to which a redraw was obtained from the patient. The sample was spilled between the sample manager and the track. There is no indication of delay in reporting of patient results. There are no reports of injury to staff, damage to property, patient intervention, or adverse health consequences.

Manufacturer narrative:
The initial MDR 2432235-2017-00133 was filed on february 23, 2017. Additional information (03/03/2017): the customer stated that there was delay in reporting of patient results. The methods affected were urea nitrogen, creatinine, magnesium, ferritin, iron, and electrolytes.

Manufacturer narrative:
The initial MDR 2432235-2017-00133 was filed on february 23, 2017. The first supplemental MDR 2432235-2017-00133_s1 was filed on march 28, 2017. Additional information (01/26/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the system, the cse replaced the grippers' sensor's printed circuit board on the sample manger robot due to the faulty electrical contacts. The cse also cleaned the grippers and the laser window at the centrifuge. The system was placed back online. The cause of the sample manager robot falling tubes onto the track is unknown. The device is performing as expected. No further evaluation of device is required.